Event description:
Independent repair center: alarming or red light. Key failure is pilot valve leaking. Additional malfunctions are the clamps for the manifold are leaking, the tie wraps/straps are defective, and the intake filter and cabinet filter are dirty/stained.